Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in two pieces for analysis. The lead failed the high potential test due to the inner insulation being separated/damaged at the suture tie to the lead body. Visual inspection found the inner insulation to be separated/damaged under the suture tie region. The reported events were due to the damaged inner insulation caused by overtightening suture consistent with procedural damage.

Event description:
It was reported the patient presented for a generator exchange. Prior to the procedure, it was discovered the right ventricular and atrial leads were oversensing noise. During surgery, it was noted the right ventricular and atrial leads had insulation damage. The right ventricular and atrial leads were explanted and replaced. The patient was in stable condition.